Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon performed the procedure for a patient with "gist of stomach." The surgeon used the stapler to resect the cardio esophageal junction. The stapler worked fine with the first loading unit. However, when using the second loading unit, it was observed that the staples did not form the proper b-shape, but the stapler still cut the tissue. Bleeding occurred and the case was converted to open surgery. Current condition of the patient: ok.